Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsigh'ts first awareness of the event was 06/30/2021. The explanted lens was returned for evaluation. Visual inspection found an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsigh'ts first awareness of the event was 06/30/2021.

Manufacturer narrative:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens is expected to be returned for evaluation.

Event description:
Site reported that the light adjustable lens in the patient's left eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.